Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient was hospitalized on (B)(6) 2026 due to hypoglycaemia. The blood glucose level was 45mg/dl at the time of event. The length of hospitalization was less than 24 hours. No further information available.